Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2016 it was reported that a physician's usb serial cable was not functioning. The serial cable was subsequently returned and received on 6/28/2016. Analysis is underway but has not been completed. Additional information was received that this issue began on (B)(6) 2016. It is unclear what error message was seen. Company representative was able to troubleshoot by checking the battery and checking the function of the serial cable with his own programming and vice versa. No patients were affected as a result of this issue. No further relevant information was received.

Event description:
An analysis was performed on the returned usb to db9 cable and the reported allegation was verified. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified. Additional information was received from the physician that the vns programming system was able to interrogate other generators successfully since (B)(6) 2016. No error messages were observed during the interrogation attempts per the physician.